Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred. There was no reported impact to the customer blood glucose level. Reportedly, the customer declined to provide any further information.